Manufacturer narrative:
No product has been received to date, consumer indicated actual product involved in incident was discarded. If add'l product from same packaging is returned, analysis will be conducted. Complaint history check yielded no other complaints for similar condition for the lot reported. No obvious trends were noted. Regulatory compliance will continue to monitor on monthly trend reports.

Event description:
Consumer reports wearing heat patch for about one and a half hours (1 1/2 hrs) then feeling it get very hot. Consumer took it off and threw it out. At night it was realized that the area received a burn. Consumer went to doctor who advised that for consumer's age and type of skin, this kind of product should not be used. The doctor gave consumer antibiotics and an antibiotic cream for treatment.